Manufacturer narrative:
Additional information received on 2/17 indicates that the complaint device was a non-mentor product, so no further investigation will take place. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent breast augmentation surgery with an unspecified saline breast implant experienced right sided deflation. The right sided deflation was confirmed by a physician during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.